Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The reported problem (will power on monitor) was due to discharged cells 0.393 , 0.451 & 0.471. Also, upon further investigation, the evaluation found a loose bus bar inside of the battery, as well as a damaged connector pins being bent. The root cause of the loose busbar and discharged cells could not be positively identified. There was no adverse event that resulted from the damaged battery.